Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 403 mg/dl at the time of the incident. Customer stated that the insulin pump turned off by itself and would not turn back on. The customer was assisted with troubleshooting and the display did not return even after the battery has been changed. Customer also reported to have experienced a high blood glucose of 403 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. Customer blood glucose reading was at 289 mg/dl at the time of call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board okay. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.